Event description:
The device insulation was found to be peeling off of the device, posing the risk of a small component being lost in a surgical site, during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Device not received for evaluation.

Event description:
The device insulation was found to be peeling off of the device, posing the risk of a small component being lost in a surgical site, during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.